Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, a single definitive root cause encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed the lead located on the right was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead located on the right was explanted and replaced to address the issue. Effective therapy was restored post operatively.